Manufacturer narrative:
H11: a complaint database was performed and no further similar events have been reported related to this unit, nor a concerning trend has been detected for this failure mode. Based on the investigation findings and considering that livanova technician onsite tightened the pump knob, the root cause of the event has been attributed to a loosened shaft angle encoder, likely due to wearing and frequent use of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during priming, the speed control on the scp pump control panel is stiff, nonfunctional, and wobbly. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the scp, pump control panel. The incident occurred in nürnberg,germany. Livanova field service engineer was dispatched onsite and confirmed the issue: the rotary encoder on the scp pump control panel was found to be loose. Maintenance and functional tests were performed with positive results. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.